Manufacturer narrative:
(B)(4). Maquet cardiopulmonary is aware of similar complaints. The devices displayed a similar malfunction which were tested and evaluated under an optical microscope. Delamination of some gas fibers was observed which allowed for the priming solution or blood to flow inside the gap between the gas fibers and polyurethane. Gravity then allowed for passage to the gas exiting path along the housing. Review of the quality control process indicates that a 100% functional inspection for leakage is performed during mfg. This should be adequate to detect products that do not meet the performance specifications prior to release for final packaging and sterilization. The test is carried out at 1 bar (14 psi) for a time period of 75 minutes at a flow of 10 1/ minutes. During this time each oxygenator is checked for any leakage. The most probable root-cause is the delamination of the hollow gas fibers from the polyurethane potting area. Maquet cardiopulmonary ag has initiated CAPA process ((B)(4)) to address the appropriate corrective and preventive action. We have introduced a customer notice concerning the problem, potential risk and recommendation for handling in the event this failure occurs. (B)(4).

Event description:
It was reported that a pt was put on ecls and within one minute blood was leaking out the gas outlet. Product was replaced during treatment. Ecls- extra corporeal lung support. (B)(4).